Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 160 nexiva 20 ga x 1-1/4 in single port had catheter tip damage before use. The following was reported by the initial reporter: "before preparing to use the needle, customer found there was bur on the catheter tube of nexiva."

Event description:
It was reported that 160 nexiva 20 ga x 1-1/4 in single port had catheter tip damage before use. The following was reported by the initial reporter: "before preparing to use the needle, customer found there was bur on the catheter tube of nexiva".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-31. H6: investigation summary: bd received three opened 20 gauge nexiva single port units from lot 0150551 for evaluation. Two of the units were returned with the original packaging but the last unit wasn't. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer inspected the returned units under a microscope and flashing was seen near the catheter tips. Catheter flash can be acceptable if the amount of flashing is within product specifications. The observed flashing was measured and one of the units was found to be outside of product specifications. Based off the microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect and a quality notification was issued by the manufacturing facility to notify all personnel about this situation.